Manufacturer narrative:
The investigation is ongoing. H3 other text : not returned.

Event description:
As reported by our edwards affiliates in australia, during a tpvr using a 29mm sapien 3 transcatheter heart valve, via transvenous approach in an off-label case, the first balloon "concertina" halfway into the valve and it was not able to align the balloon into the valve. A decision was made to pull past the warning marker and take the tension out of the balloon catheter. It was reported that it was difficult to remove the system from the esheath. As per the images provided, the distal tip of the esheath was split and the liner was torn. A second valve was utilized and deployed successfully. There was no patient injury.

Manufacturer narrative:
Correction to h6; component code, impact code, clinical code, type of investigation, investigation findings, investigation conclusion. The 16fr esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Post-procedural imagery was provided by the field, and the following was observed: the commander delivery system was fully inserted through the esheath and the crimped valve was partially on the inflation balloon. The esheath was observed to have split in the distal tip and the liner was bunching at the distal end. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. It should be noted that the transcatheter heart valve (thv) was used in the tricuspid position. The sapien 3 (s3) with the commander delivery system (ds) is currently not indicated for use in the tricuspid using the femoral vein. The IFU and training manuals in this section are for a tf procedure in the aortic position for relevant guidance for an s3 implant using a commander ds. The following instructions for use (IFU) were reviewed: esheath IFU, commander delivery system with s3, device preparation manual and the procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Tricuspid valve replacement using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use at the time of the procedure. The risk management file captures risks for indicated device use only. The complaint for a split in the distal tip of the esheath was confirmed based on the evaluation of the provided image. However, no non-conformances could be identified during the evaluation. A review of the DHR, lot history and complaint history did not indicate that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, "there were difficulties to remove the system into the esheath". As per the images provided, the distal tip of the esheath was split. Per the IFU/training manual, "a crimped thv aligned on the balloon is larger than crimped thv off the balloon. Take care if deciding to retrieve." Withdrawal of a crimped valve on the balloon results in a larger profile than when it is off the balloon. Retrieving the valve into the sheath can catch onto the sheath tip and cause it to split especially if compounded with excessive manipulation to overcome the reported withdrawal difficulty. In this case, available information suggests that procedural factors (withdrawal of crimped valve, excessive manipulation) contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After a additional review of the device, the sheath liner was not torn, it was bunched. A bunched liner is not a reportable event. Patient demographics were received.